Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that the echelon 60 knife has transected the intended lung tissue, but the staples were fully closed only on the (approximately) first third of the staple line. As seen from the cartridge enclosed, the yellow drivers are fully deployed and staples were closed at the beginning of the staple line, but the rest of the tissue was just cut and not stapled. In the remaining 2/3 of the cartridge, only a few staples were fully closed (at a random pattern).

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p57j02. Investigation summary: the analysis results showed that one ecr60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Event described could not be confirmed as the cartridge was received fully fired.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following information was obtained: is the current patient status known? Current patient status is: well and fully recovered. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? To our knowledge, there wasn¿t any consequence or change in the post-operative care of the patient.